Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to verify the reported issue. The problem was not rectified, the fse sent the estimate for batteries (part no - d146-00-0039) to customer. No service order report available yet. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during checking of the cs100 intra-aortic balloon pump (iabp), the backup batteries were low. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) has reported that the customer was presented with the cost estimate; however, the customer is not interested in purchasing the batteries at this time. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h4.

Event description:
N/a.